Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found that the reported issue of intermittent tower function and monopolar not firing could not be reproduced. System logs did not confirm a field fault. Visual inspection noted scratches on the top cover. The unit functioned as expected when tested on a golden system. The probable root cause in this case cannot be determined based on the failure analysis. This issue was resolved by replacing the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the integrated electrosurgical unit (iesu) cutting and coagulation functions were intermittently working. There was a red question mark next to the monopolar energy. The caller was unsure if their site tracks the energy cable lives. The intuitive tech support engineer (tse) reviewed the system logs and found c-30, c-38, m-11, and m-18 errors. The caller swapped instruments, but the issue returned intermittently. The tse recommended rebooting the erbe or trying a new energy cable for the monopolar energy. The caller stated that the erbe was currently working correctly, and they did not want to interrupt the surgeon. The procedure was completed with the original erbe, with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the issue has been resolved. A new erbe has been brought in to replace the defective one.